Event description:
The customer reported that they lost the spo2 parameter while monitoring a pt and did not receive any inops.

Manufacturer narrative:
The customer reported that they lost the spo2 parameter while monitoring a pt and did not receive any inops. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. Final report will be submitted once the investigation is completed. (B)(4).